Manufacturer narrative:
Continuation of d10: product ID hh90t01 serial# (B)(6) product type mobile platform product ID tm90t0 serial# (B)(6) product type accessory product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver sufentanil, droperidol, bupivacaine, and unknown baclofen. Dose and concentration information was not reported. It was reported that, in regards to their handset and communicator, "it's been increasingly, progressively, increased difficulty getting my communicator to work properly". The patient experienced " a lot of delays, restarting, and system errors". The patient had this for about a year. The patient did not know how old their handset was, but their "communicator - the whole system is slow, but it's gotten worse". Per the patient, "I just had a code the other night and I've had other ones" on the handset. The patient confirmed via pictures on their personal phone that they had seen service code 156 "a couple times" and "every day", they see that the myptm application "is not responding" and the patient always had to "press wait". The patient had seen "some yellow codes and rode codes". The patient got "a ton of time-out errors where I have to click okay for it to continue because it takes an extraordinary amount of time to get from 91% to 100%". The patient tried restarting and recharging when this happened. Per the patient, "a bunch of times it can't find the communicator, especially lately, so I go away from it and start again and somehow it sometimes works". The patient also stated that one-third of the way through their pump volume, their connection was fast, but for the last two-thirds of the time, "it's super slow and gets slower the last couple of week". It was noted that the patient went in every two months for refills. When asked about the event date, the patient stated "probably been increasing my patience for the last five months". Per the patient, "it works appropriately where I know I'm getting the boluses and getting relief from them" and there were no problems on the physician's end, "just the external stuff". Per the patient, the patient had been using their boluses more lately due to being with their granddaughter, puppy, and their neck problems. Per the patient, they were "crawling on the floor with my grandchildren and I was almost bedridden. A request was sent for a replacement handset and the patient agreed to monitor the issue. The patient planned to call back patient services for assistance as needed.

Manufacturer narrative:
H3: analysis found that the front and back of the case was scratched. It was further stated that they were able to connect with the test communicator and ins with no issues. The device was then scrapped and taken out of service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.